Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the joystick will not power off. Dealer states the end user is in a facility and he presses really hard on the joystick button.